Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead was exhibiting noise signals and myopotencial oversensing. Additionally, impedance measurements remain stable. Technical services (ts) discussed programming options. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the device was inhibiting therapy, and some atrial events were falling into blanking; the patient had also oversensing in the past. Technical services (ts) was consulted and recommended increasing sensitivity to eliminate undersensing of atrial fibrillation (af). Atrial noise was seeing and ts discussed further testing. The device remains in service. No adverse patient effects were reported.